Event description:
It was reported that pump screen remained dark and would not turn on, and button was extremely difficult to press and required multiple presses to activate pump screen. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.